Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed that the returned device was not in its original packaging. The device is fractured in a spiral from the proximal end toward the distal end. There is biological debris on the returned device. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include off-axis insertion or excessive force or torsion. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an acl reconstruction surgery, the end of the biosure screw was broken while implantation. The broken pieces were retrieved form the patient using tweezers and suction. The procedure was completed with non-significant surgical delay using a back-up device in the originally drilled bone hole and no void was left in the patient. The insertion site was cleared prior to insertion of the anchor. No further complications were reported.